Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was cracked near the motor port. It was further noted that the device was mishandled due to the user dropping the device with the handpiece plugged in which cracked the housing and damaged the pc board. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error/abuse and misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre- surgery, it was observed that the console device had an e8 error code. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.